Manufacturer narrative:
Final product manufacture and qc record for cov2020045 were reviewed. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov2020045 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. Please see the cpus221013 attachment in this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
False positive result (s). Customer stated that their daughter tested positive with ff 4 times. Then, she took her daughter to get a lab test and it was negative. Customer is upset because she feels like ff does not work. Will reach out to customer for lot number, expiration date, and photos of test results.

Event description:
False positive result (s). Received two faintly false-positive results with flowflex on (B)(6) 2022, one on (B)(6) 2022, and one on (B)(6) 2022. The user tested negative twice with pcr on (B)(6) 2022 and (B)(6) 2022.